Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal swab. Confirmation rt-pcr testing (smart gene) was performed on (B)(6) 2022 on a nasopharyngeal sample which generated a negative result. No information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m180239 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m180239 and test base part number 190-430 / lot m180239. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180239 showed that the complaint rate is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. The product will continue to be monitored and tracked.